Event description:
It was reported the patient is deceased. The patient is reported to have had complaints of chest pressure for approximately two weeks prior to death. The patient was pale, diaphoretic and had garbled speech at home prior to arrival of the ambulance. It is unknown if any cardiopulmonary resuscitation was performed. There was no recent trauma reported. The spouse requested device analysis to review for ¿proper function¿. Additional information received included clinic visit four months prior to death that noted three mode switches and insufficient r waves at vvi rate of (B)(6). The patient, at that time, had complaints of increased shortness of breath and fatigue and rate response was programmed on at that time. The patient was to be followed via remote monitor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01, ipg, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.